Event description:
During performance of carotid angiogram for suspected carotid disease, the pt went bradycardic and then arrested, following the initial injection of dye. At this time, the cause of the arrest is unknown & may not be related to the procedure or equipment.